Event description:
The customer reported multiple fatal error messages, including saturation fault errors and communication errors. These errors are likely to result in a system lock up or shut down depending on when the errors occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A full generator calibration was performed. The system was tested and found to be working as intended and returned to service.